Event description:
It was reported patient underwent a distal femur fracture procedure on (B)(6) 2013. During the procedure, the locking screw would not lock into the shaft of the plate. Surgeon attempted to use four different screws but was unsuccessful. As a result, the hole was missed and no screw was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.